Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix extended, the helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray and visual examination did not find any other anomalies with the exemption of procedural damage.

Event description:
The patient arrived at the hospital following the delivery of high voltage therapy. Interrogation revealed the device misinterpreted the rhythm as ventricular tachycardia/fibrillation, when the signal on the right ventricular lead was double-counted. Diagnostic imaging revealed the lead was dislocated and therefore the tachy therapy was disabled. The lead was explanted as well as the device since the patient no longer required an ICD.